Event description:
It was reported to ge that the x-ray collimator detached and hit the pt in the leg. Apparently, this only resulted in a red mark on the pt's leg. The collimator was reattached and the system placed back into service.